Event description:
During a follow up, upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. Upon further review of the session logs, technical support believes the battery depletion was normal and eri may have been triggered due to a temporary drop in voltage. The patient was stable with no adverse consequences.